Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a button error alarm while playing baseball. Customer reported that insulin pump was worn in bra. Customer's blood glucose was 207 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.